Manufacturer narrative:
Additional data: reason for reoperation: alcl and seroma.

Event description:
Regulatory agency reported via healthcare professional a right side alcl presenting as a large seroma. Pathological markers have not been received. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f1903. Additional, corrected and/or changed data: b.5, b.6, b.7, g.1, g.2, h.6. Additional reporting physicians per pathology (additional contact info was redacted): hmds leeds - lab no: 8322/19 (molecular). Reporter: (B)(6) (immunohistochemistry). Authorized by: (B)(6) immunohistochemistry). Additional: (B)(6) (molecular).

Event description:
The patient's physician reported "alcl" without biomarkers, and a "large seroma" confined to the capsule. The mhra later provided the pathological report confirming cd30+ and alk-. The device has been explanted. This record is regarding the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported via healthcare professional a right side alcl presenting as a large seroma. Pathological markers have not been received. Device has been explanted.